Event description:
Set screw loosened out of a denali cannulated screw approximately 3 weeks post-op. According to the surgeon, due to the stresses on the spine after the set screw loosened, the pt sustained a sacral fracture and was subsequently revised on (B)(6) 2012. The pt has been placed on bed rest and is reportedly doing fine.

Manufacturer narrative:
The manufacturing and inspection records for the implants were reviewed and no discrepancies were found - the parts were made according to specification. The atr set screw was examined both visually and microscopically. The set screw did not exhibit uniform damage about the center of the set screw, which is typically seen when a set screw is properly locked down. The damage is actually greater on one side indicating that the rod was at an angle and not properly seated in the screw. The damage to the side of the set screw that contacts the rod is consistent with the rod not being properly seated in the pedicle screw. The denali cannulated screw was visually inspected and showed some signs of use, but nothing irregular. The root cause of the set screw backing out is likely improper surgical technique. The set screw was clearly not properly seated over the rod in the pedicle screw.